Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient underwent a lead revision due to events originally reported. The p hysician struggled to push the leads back up to the top of t8, in order to salvage the existing leads but after an hour of struggle and no luck, they opted to explant old leads and implant new leads. One lead went to the desired area of t8, the other would not budge past t10. However, with the lead at t8 the patient had desired coverage.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was lead migration. A loss of stimulation and low impedances/shorts were noted. Contacts 2 and 10 with possible short. There was a return of pain. Patient reports a significant decrease in the amount of pain relief he was getting since implant. He states that this started in march and continued to progress until he was getting no pain relief at all. This was a significant decline in his initial report of 90% relief. Rep interrogated his device today and ran an impedance check which revealed possible shorts on contacts 2 and 10. Rep gave him three new program groups to try over the next few weeks, but he was concerned that he was no longer getting stim perception in his low back. This prompted us to obtain plain film x-rays which revealed his leads had migrated down from top t8 to the bottom of t10. Hcp would still like patient to try the new programming and if he does not get relief, he will need to follow up with hcp to discuss possible lead replacement/revision. Cause of lead migration is unknown. Patient denies any falls, injuries, or other precipitating factors. Gave three new programs to try. If he does not get improvement in pain, he will follow up with hcp to discuss possible lead revision/replacement. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) , ubd: 09-aug-2027, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 26-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.